Event description:
Pump declared alarm during operation, affecting insulin delivery. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer. Customer received assistance from technical support to load a new cartridge using the proper technique and successfully resumed insulin therapy. No additional information was provided on previous alarms with this pump.